Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with missing results in the memory of her onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not specified how the patient manages her diabetes or if changes were made to her usual management routine. The patient claimed she felt a symptom of foggy and ¿mild compared to normal.¿ the patient treated self with juice or glucose tablets and felt better after. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.